Manufacturer narrative:
Device discarded by customer. The impella 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) black or african american male patient had impella 2.5 pump inserted in the left femoral without issues. The patient¿s had hematuria; labs resulted in hemolyzed but not shared, repositioning of the pump did not resolve the hemolysis and the physician believes impella caused or contributed to the patient having severe aki (acute kidney injury) so the pump was removed.